Event description:
A customer contacted beckman coulter inc., (bci) regarding an erroneously elevated troponin (accutni) result generated by the access 2 immunoassay system for one patient. The result was reported out of the lab. Upon repeat on a different instrument, the result was in the normal reference range. A corrected report was sent. Customer stated that there was no injury or change in patient treatment associated with this event.

Manufacturer narrative:
Sample was collected in a lithium heparin gel tube, size 12x75mm that was centrifuged at 8,000 rpm for 3 minutes. Qc has met specifications before and after the event on all levels. A system check performed on (B)(4) 2011 passed all specifications. A field service engineer (fse) inspected the instrument and found top of aspirate probe filled with dried buffer. The fse replaced the aspirate probe. The fse went to the customer's lab two days later and found aspirate probe #2 was damaged (bent tip). The fse replaced all aspirate probes at this time. The fse contacted customer the week of (B)(4) 2011 and the customer stated that all troponin results "have been good" since repair. Hardware has been identified as the root cause for this event.